Event description:
It was reported that upon insertion of the preloaded intraocular lens (iol) into the patient's left eye, the surgeon noticed that there was a ¿chunk¿ missing out of the lens. Backup lens was then pulled and defective lens was cut out with lens cutter. Back up lens of the same model and same diopter was implanted without complications. There was no patient injury. There was no medical/surgical intervention required. Bss was used at room temperature- or temp kept between 68-72 degrees fahrenheit. Bss was only inserted at cartridge canopy. No other information is available.

Manufacturer narrative:
Section: a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.